Event description:
The pump was returned for investigation. Investigation revealed contamination on the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was detached from pump, exposing all the button contacts. All of the keypad buttons were responsive to user input. Contamination was found underneath all of the button contacts. (B)(6).